Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-02081. It was reported that the patient was experiencing shocking at the ipg site as well as pocket discomfort. Surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.